Event description:
A customer reported receiving a blank screen on their freestyle flash meter. Customer reported having two episodes of dizziness, and nearly lost of consciousness at home. The customer went to emergency room, where they got a reading of 492mg/dl and the customer was diagnosed with dka. Customer was treated with glucophage tablets at home and IV solution at the hospital. An investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.